Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient's vns programming history, it was noted a patient's vns output current was left at 1ma on the day of initial implant surgery. An interrupted systems diagnostics test caused the settings to change. This was noted by the surgeon, but only the magnet mode current was programmed back to 0ma, while the output current was left at 1ma. When the patient was initially interrogated at the neurologist's office two weeks later, the vns settings were adjusted. Follow up with the surgeon revealed the output current was intended to be left at 0ma, and that this was an oversight that was not noted at the time.